Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the probable root cause for leakage could be due to valve issue. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon" pro safety shielded IV catheter leaked contrast from the blue cap onto the patients bed. The following information was provided by the initial reporter: "during the injection of CT contrast as part of the CT scan procedure, the blue venflon positioned in the patient's right arm developed a leak at the blue cap, and most of the contrast ran from the venflon and onto the bed."